Manufacturer narrative:
Other relevant device(s) are: product ID: 9 733823, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Analysis replaced the hardware part and the system then passed the system checkout and was found to be fully functional. A hardware analysis was initiated to determine the probable cause of the issue. Analysis found an open from pin 16 of the j1 lemo connector to pin 3d of the odu-mac connector. Another open was found from pin 1 of the j2 lemo connector to pin 11a of the odu-mac connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumor resection procedure. It was reported that the bracket was not recognized. Use of the navigation system was continued with the pointer and the procedure was completed without further issue. There was no procedural delay. There was no patient injury and no reported impact on patient outcome. Additional information was received stating that the zeiss micro bracked had a recognition failure. The malfunction was caused by the micro communication cable. The issue was resolved by replacing the micro communication cable.